Manufacturer narrative:
Investigation was completed and the results are as follows: on (B)(6)2024, the customer reported uncommanded motion from the c-arm on the 3dimensions (serial number (B)(6)). Error code vta (29:14) displayed which alerts the user of uncontrolled rotational motion (i.e. C-arm or tomo motion not occurring or occurring in the wrong direction). There was no alleged health consequence or impact. Field service engineer observed that the c-arm brake (also known as the tomo brake, was dirty. However, the cleaning did not resolve the issue. The fse then installed new brakes which resolved the issue. No part was returned so no initial evaluation could be performed. Because no part was returned (the part was scrapped on site), the investigation is limited. The uncommanded motion did not return after the part was replaced. Based on the information in the complaint, the probable cause was part malfunction (tomo brake) because the behavior did not return after part replacement. The root cause is unknown due to the unreturned part. In summary, the probable cause was part malfunction because the behavior did not return after the part was replaced; the root cause is unknown. The risk index (ri) remains in zone 1 with a ri of 1. This is considered acceptable. A CAPA is not needed at this time as there were no patient or user harm and because the risk is considered low based on the occurrence. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: UDI: (B)(4) date of manufacture: 6/4/2018 installation date: (B)(6)2018. DHR observations: summary. Nothing in the DHR points to manufacturing as a potential source of this issue. There were no discrepancies to note from the DHR.

Event description:
It was reported that during a selenia dimensions procedure , the gantry was experienced issues and the c-arm moved with no command. A field engineer examined the equipment and found that the brakes needed cleaning, the brakes were cleaned and installed and tested new brakes. Unit was running per manufacturer´s specifications. No patient or staff injury reported. No other information available.

Manufacturer narrative:
6.g appropriate term/code not available: suggested code : brakes.